Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported from a patient via email that they were implanted with a "specially made neurostimulator which was made with bulkier wires" on (B)(6) 2018. Patient stated the device was "used as a torture device". It was reported that the implant had been charged wirelessly despite having gone 3 weeks without being charged. Patient reported the "device was hacked and used as a directed energy weapon". Patient stated that "a team of neurosurgeons confirmed the device was unusually strong and they also confirmed the wire positions were outside of the spine and doing maximal damage to the gi, lungs and heart". Patient reported that on (B)(6) 2018, the device was removed. Patient stated "the devices and wires implanted created significant hardship and even stopped a certain death by heart attacks on (B)(6) 2018". Patient reported "the neurosurgeons team determined the hcp cut into my spine area where she should not have and indeed inserted much bulkier ins and wires". Multiple follow-up attempts were made to the healthcare provider (hcp), however, we were unable to confirm any of these reported allegations. No further complications were reported/anticipated.